Event description:
Patient revised on (B)(6) 2020, 4 days after primary surgery. Patient fell while still in hospital recovering after primary surgery and dislocated. Surgeon explanted 40mm centered glenosphere with screw and 40/+3 standard humeral cup and replaced them with 36mm centered glenosphere with screw and 36/+3 standard humeral cup.